Event description:
It was reported that this left ventricular (lv) lead showed high pacing thresholds and what appears to be potential lv loss of capture. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).